Event description:
It was reported that the device was explanted and replaced prophylactically as it is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. There was no device malfunction observed on the device. The patient was stable with no consequences.